Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (dimensional discrepancy) and product code jwh.

Event description:
Dimensional discrepancy. It was reported, "when the doctor went to install the insert after engaging it in the baseplate, the insert in his words 'fell in' without any effort. It was the correct insert for the baseplate. The anterior wire did engage. It was noted there was motion in the insert. The doctor did not feel comfortable leaving it. He took it out and installed another and it fit fine."